Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). During a call, the patient mentioned in 2017, they had a hip replacement and had to have their (B)(6) spinal cord stimulator(scs) removed to get an MRI. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).